Manufacturer narrative:
(B)(4). Age - patient reported to be in their (B)(6). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the foot was properly parked inside the needle guide. There was no evidence of foot surfing mark on the posterior foot pocket. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, the foot plate did not retract and the device was removed with the foot in the open position. Force was used to remove the device as the foot plate would not retract. Manual arterial compression was applied to achieve hemostasis. Patient was kept overnight for observation. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.